Event description:
An altitude alarm was reported for the pump. The customer's blood glucose (bg) level displayed as "high¿; although specific value was not provided. Customer addressed the elevated bg by manual insulin injection. The customer resumed insulin delivery with the original cartridge.